Event description:
It was reported that the patient experienced tightness and pulling around the extension leads. No known environmental factors led to the issue. 12 months since the original implant. No troubleshooting performed. Interventions/actions included explanation, re-tunneling and replacement of two extension leads required. The issue was resolved. The extensions were discarded after implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660; serial#: (B)(4); implanted: (B)(6) 2020; explanted: (B)(6) 2021; product type: extension. Product ID: 3708660; serial#: (B)(4); implanted: (B)(6) 2020; explanted: (B)(6) 2021; product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jul-2024, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 14-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.